Event description:
It was reported that an increase in capture thresholds was observed on the left ventricular lead. No patient symptoms were reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.